Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 1200 mg/dl. The customer also mentioned other blood glucose values such as over 600 mg/dl, 250 mg/dl. The customer was reported that the insulin pump was on auto mode. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set, ozp-mmt-7020-snsr.